Event description:
Rn doing PICC [peripherally inserted central catheter] dressing change and during the change the chg [chlorhexidine gluconate] in the PICC dressing kit was dry. No liquid in it and when it cracked the pad didn't get wet. Requested another kit and completed dressing change as normal.